Event description:
It was reported by a peritoneal dialysis nurse user of the fmc peritoneal dialysis (pd) liberty cycler that dialysis solution is leaking out the cassette and into the cycler. There is no pt involvement, event occurred during cycler training.

Manufacturer narrative:
Product investigation concluded that the fluid leaking was verified as evidence of dried fluid was found in the cassette compartment. The cause of the observed dried fluid could not be determined. Testing found no evidence of a device equipment failure that would cause a fluid leak. The reported complaint of warning was not confirmed during testing. A device history record was extracted and device met requirements. Clinical investigation concluded that there was no pt involvement. Complaint investigation concludes the event is unlikely related to the fmc device. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.